Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor was selected for implant in a patient without a horizontal aorta. The size of the patient's native valve were perimeter: 83,0 mm, perimeter derived ø: 26,4 mm, area: 530,3 mm², area derived ø: 26,0 mm. During implant, the valve was deployed at a high level at the annular level. The implant depth at release was the upper annular ring. After complete deployment, the valve migrated to the ascending aortic position. No part of the valve remained within the aortic annulus after migration. The delivery system was tension free at time of final deployment and there was no interaction between the delivery system and the deployed valve. There were no difficulties with deploying the valve during procedure. The valve was not re-sheathed more than twice. The patient did not have a hypertensive spike at time of migration. The migrated valve did not block any arteries. There was sufficient calcium to allow anchoring of the device and sufficient calcium to allow sealing. The annular calcium distribution was mainly at the non-cusp. The migrated valve was not snared and remains in the patient. A new 29mm navitor valve was successfully implanted into the patient's native valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported to have been discharged home in stable condition.

Manufacturer narrative:
An event of the valve migrating after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.